Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported infusion set tubing came apart at site. The site location was abdomen. The infusion was in use for one day. The infusions were stored, or used, in normal temperature. There was no stress on the tubing and the pump was not dropped with the set connected to the body. No further information available.